Event description:
It was reported by service report that the brakes were not holding. It is unk there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: worn gill brake plate kit.